Manufacturer narrative:
(B)(4). Although the neopuff was not returned to fisher & paykel healthcare, the customer provided photographs of the device for eval. Results: the photographs provided by the customer show that the gas inlet port on the front of the neopuff had been broken off. Conclusion: based on the photographs provided by the customer, it is likely that the gas inlet port was broken off after the front panel of the device was subjected to a lateral force. Our neopuff user instructions advise the user to carry out a performance check should the device be subjected to an impact. Fisher & paykel healthcare has offered to replace the front fascia and valve assembly for the customer.

Event description:
A hosp in (B)(6) requested a spare part so that they could repair a 900iw130 neopuff infant resuscitator accessory that had a damaged gas connector. The broken connector was observed after use. Accordingly, no pt consequence was reported.